Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a spinal procedure at thoracic 9-l2, thoracic 9(hook)-thoracic 10,thoracic 11(pedicle screws)-lumbar 1, lumbar 2(pedicle screws), and a corpectomy at thoracic 12. It was reported that during cage placement, the cage broke the cranial endplate. There were no fragments left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.